Event description:
The surgeon implanted an aq2017v silicone three piece lens bvut it was removed due to the lens nor being stable in the eye. There was no patient injury or lens malfunction. The caility was unable to provide the model and lot numbers of the injector and cartridge used.